Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the night prior to the call, she had a blood glucose level of 47 mg/dl that was treated with food. Customer stated that she was able to bring the blood glucose level up to 71 mg/dl. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.